Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft was implanted in patient for endovascular treatment of a type b dissection measured 30 cm+ in length. It was reported that the patient had severe pain. A CT scan was performed and a retrograde type a dissection was observed. The patient was taken to the surgery and the dissection was repaired. Per the physician, the cause of retrograde type a dissection was unknown. No additional clinical sequelae were reported and the patient is fine.